Event description:
The facility representative reported a colleague infusion pump with a broken lock. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. Patient involvement is unknown, however, there was no report of injury or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "lock damaged" was confirmed as a stuck lock panel switch by service. Service determined that the cause was due to corrosion and dirt on the panel lock switch. The switch was cleaned and a lubricant was applied to resolve the issue.the facility representative reported a flogard infusion pump with lock damage.